Event description:
Boston scientific received information that this product was part of a system revision due to infection. This right atrial (ra) lead was damaged during lead extraction and was replaced. An attempt to obtain additional information was not successful. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.